Event description:
On (B) (6) 2010, company rep received a note from the pt along with the infusion device stating "the piston rod doesn't work". Multiple attempts were made to contact the pt. On call back from pt on (B) (6) 2010, pt reported, she had to go into the hospital for 4 days in the intensive care unit (ICU) diagnosed with dka. Pt reported, she was in the hospital from (B) (6) /2010 to (B) (6) 2010 with symptoms of frequence urination and thirst. Pt's normal blood glucose range is 120 - 140 mg/dl. Pt reported, the piston rod on the infusion device "just did not look right" and was "made different" than the other infusion device she has had. Product was replaced and requested return of the suspect product for eval.